Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with three remaining clips. Functionally; the first instrument was fired in air once to view clip formation. The instrument cycled without binding. The second clip did not load properly, and the clip formed in a tear drop shape. The second instrument was partially applied with sixteen remaining clips. Two tear drop shaped clips were received. Functionally; the second instrument was fired twice in air to view clip formation. The instrument cycled without binding. The third clip did not load properly, and the clip formed in a tear drop shape. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause was determined to have occurred during the manufacturing process, the cover plate was not assembled properly with the upper cartridge. The product analysis established a relationship between a device failure and the reported incident of clips not loading properly. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while clipping the vessel, the clips fell out before the firing was completed and the device could not be fired. Clips disengaged into the patient cavity but were able to be retrieved. They replaced with another same device to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while clipping the vessel, the clips fell out before the firing was completed and the device could not be fired. Clips disengaged into the patient cavity but were able to be retrieved. There was no patient injury.